Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit was set to infuse 100ml with a rate of 50ml/hr. At 2.5 hours the unit completed the feed of 100mls. The patient's blood sugar went down to 55 - no intervention was required as juice was given to the patient.

Manufacturer narrative:
Submit date: 10/10/2016. An investigation was performed for the reported condition of, ¿the customer states that the unit was set to infuse 100ml with a rate of 50ml/hr. At 2.5 hours the unit completed the feed of 100mls. The patient's blood sugar went down to 55 - no intervention was required as juice was given to the patient." To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. Kangaroo joey was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.